Manufacturer narrative:
Concomitant medical products: product ID 8731sc, lot# b0493965k, product type: catheter.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8731sc, lot# b0493965k, implanted: (B)(6) 2008, product type: catheter.. Product ID: 8703w, lot# gda958002k, implanted:(B)(6) 1997, partially explanted: (B)(6) 2016, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Further information was received from a health care professional via a representative regarding the catheter revision that occurred in (B)(6) of 2016. As further clarified, as far as the health care professionals could gather, the patient has had an 8731sc spinal segment and 8703w pump segment since 2008 and reported no loss of therapy efficacy until 2016. The n¿vision session data report from the pump indicated an 8703w was the implanted catheter. According to company registration records the lot number was gda958002k and was implanted in (B)(6) 1997. The reporter indicated that during ¿(B)(6) 2016 or at our facility this catheter was visualized at pump segment and recognized by the company rep via the connector¿. However, according to the company registration records an 8731sc/b0493965k was implanted on (B)(6) 2008. According to the implanting facility records, there was a ¿spinal catheter revision or¿ completed on this date (see manufacturer report # 3007566237-2017-00327 ). This additional catheter was not recorded in the n¿vision session data report however. The 8731sc catheter was implanted at a different facility than from the reporter¿s facility. The pump system delivered intrathecal baclofen, lioresal, at 2 mg/ml concentration, simple continuous, at 130.2 mcg/day. In regards to further troubleshooting, prior to the or, a CT myelogram dye study was completed to rule out drug delivery issues. The results were inconclusive as the patient had a large abdominal pannus making a catheter access port (cap) access difficult. It was not clear that cap was accurately accessed. However, a pocket of cloudy yellow fluid was aspirated from pump pocket which suggested an issue at the connector site. In the or, a bolus was programmed through the pump ¿while disconnected from cracked connector¿ to confirm the pump motor function and there were no issues. However, in the or a crack was visualized in the pump connector. Further actions/interventions to resolve this issue were reported as the catheter repair at the connector site using an 8596 repair kit, lot #0210276426. The catheter system was programmed as a ¿special two piece catheter¿. The hcp reported that as best as they are currently able to confirm, after this revision the patient currently had the following implanted: 3 centimeters (cm) of an 8596/ 0210276426, a 35 cm portion of the 8703w/gda958002k, and 29.9 cm spinal portion of the 8731sc/ b0493965k. This was concluded based on history/notes, registration records, and visualization and photographs of the pump segment.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_cath, l product type: catheter.

Event description:
Information was received from a foreign healthcare provider (hcp) regarding a patient who was receiving lioresal 2000 mcg/ml at 396.7 mcg/day via an implantable pump. It was reported that a catheter revision was done in (B)(6) 2016 and they replaced the connector with an 8596sc. The spinal segment was a very old 8703 and the rest of the catheter was 8731 and 8596sc. Prior to the revision, they did a CT myelogram and it was inconclusive. When they did the revision, they discovered that the plastic connector to the pump was cracked, which is why they put on a new connector. There were no reported symptoms.